Event description:
The patient experienced stimulation in the wrong location. She wanted to get stimulation higher up on her back then where she was getting it. Reprogramming would be successful after each session but she would come back every 4 months. Her stimulation did not feel like it used to and did not help as much. The device did not feel like it was "working the same". She experienced recharging problems: trouble "connecting" recharger; could not get battery to recharge; coupling issues. It was noted that the impedances were never a problem. The health care professional wanted the entire device system removed. When the device pocket was opened, the ins looked flat, well positioned and not too deep. The entire device system was replaced. The new lead was placed approximately a half to one vertebral body higher. One week post-op, the patient was feeling great and recovered without sequela. She had wonderful coverage and relief of pain.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.